Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the hospital due to having a ventricular fibrillation event the day before, oversensing myopotential and noise issue was observed on the rv lead. The device had no malfunction issues and the patient was unharmed with a normal underlying rhythm. Programming changes were made to resolve the issue. Patient was stable.